Event description:
The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. " note, it's okay to use similar language to the pa results for these events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer's consultant's tablet's programming cable was not working. The issue was confirmed to be with the cable because other backup cables worked. The serial cable was received for analysis. However, analysis has not been completed to date.